Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that saline was leaking from the sheath's handle during irrigation when they were preparing the device. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned device was analyzed, passed all tests performed, and exhibited normal device characteristics, the device passed all test performed, showing no evidence of the reported failure. The reported event was not confirmed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that saline was leaking from the sheath's handle during irrigation when they were preparing the device. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.